Event description:
The customer stated that when she opened a new carton of test strips, the cap was open on the bottle. While troubleshooting, the customer performed control tests and received results of 198 and 190 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.